Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product was returned by the customer. As a result, a complaint investigation and product evaluation cannot be performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
These pumps all had been previously inspected for primary audible alarms. Smiths technician re-inspected due to reports of additional paas. Customer has alleged that all on this list had experienced additional paa after multiple inspections of the j9, no obvious issues with main speaker.